Event description:
Caller states that on one occasion he felt incoherent and tested at 116 mg/dl on his device. The paramedics were called and tested him at 47 mg/dl on their device within 5 minutes. He was given a glucose injection and remained at home. On another occasion, he reports testing at 88 mg/dl on his device and feeling incoherent. The paramedics were again called and tested him at 36 mg/dl on their device. He was given a glucose injection and remained in the home. No quality controls were used. Strips info from the first incident is not provided. Requested return of the suspect device and replacement was sent.